Event description:
It was reported that the pump had to be taken out "when the alarm went off and the battery went dead" about three years prior to report. It was stated that the pump was "supposed to last seven" years. It was noted that there was saline in the reservoir at that time, but the drug used prior to this was unknown.

Manufacturer narrative:
Product ID 8703w, lot# l43075, implanted: 1997-(B)(6), product type catheter. (B)(4).